Event description:
Surgeon reported a very thin flap, and significant obl (opaque bubble layer), after lasik flap procedure. No pt harm was reported. Further info has been requested. This the second of two reports, for this pt, and will reference the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance wiuth 21 cfr 803.56 when addl inreportable info becomes available. (B)(4).